Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation a crack was observed in the lens after inserting it. The lens remained implanted as the physician thought it may be just affecting the periphery. The vision did not improve hence the surgeon decided to explant the lens in a secondary procedure. The lens was replaced with a different lens of the same power. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation a crack was observed in the lens after inserting it. The lens remained implanted as the physician thought it may be just affecting the periphery. The vision did not improve hence the surgeon decided to explant the lens in a secondary procedure. The lens was replaced with a different lens of the same power. Additional information has been requested.